Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a undisclosed system error during therapy. The device was delivering lactated ringers solution as a primary infusion at a rate of 50 ml/hour (dose and programmed amount unknown) in the surgical unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported undisclosed error which was determined to be system error 343 which was not reproduced during evaluation. System error 343 alarm was verified through a review of the event history log with a single occurrence. The device was found to function as designed with no further action required. Should additional relevant information become available, a supplemental report will be submitted.